Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to microdislodgement with intermittent capture, possibly due to the arm movement of the patient, although this lead had too much slack. A micra (non-bsc) device was implanted. No additional adverse patient effects were reported. The product has been received for analysis.